Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd syringe¿ luer slip with needle there was damaged product, the plunger rod bends easily, and difficult plunger movement. The following information was provided by the initial reporter and translated to english. The customer stated: "after taking the 1ml syringe, visually observe that the syringe barrel and plunger are bent, and the suction resistance is large."